Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that the endoscopic cannulated drill bit broke in the patient. All pieces were reported to have been removed by direct visualization causing a short delay of less than 30 minutes. The procedure was completed with a back-up device and it was reported that there was no patient injury associated with the event. Initial information indicated that the fragments were removed with direct endoscopic visualization which would not be a reportable event. During investigation of the returned component it was discovered that there were fragments missing from the broken device that are presumed to have been left in the patient. No further details are available.

Manufacturer narrative:
Device investigation narrative - one 4.5 endoscopic cannulated drill bit was returned for evaluation. Visual assessment of the drill confirmed the reported complaint of breakage. Entire drill head has broken from the shaft. A large portion of the drill head was not returned for examination, what was returned are multiple small fragments. The shaft of the drill is bowed and splayed at the break area. Dimensional inspection of the drill shaft found it met print specifications. The condition of the drill is consistent with drilling over a bent guidewire. Per the device IFU ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. Further investigation is not warranted at this time. (B)(4).